Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that over the last month and a half, a physician made a vague comment that the universal balanced middleweight (bmw) 11 guide wire felt sticky with advancement and removal when using all types of balloon dilatation catheters (bdc) over the guide wire. This has occurred a "few" times. The preparation of the bmw guide wires was done according to the instructions for use and the wires were sufficiently wet. There was no reported clinically significant delay in the procedure or no reported adverse patient effect. There was no additional information provided.